Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt was experiencing non-lucid moments while the stimulation was in use. The sjm rep met with the pt and during a reprograming session the pt had an episode where she spaced out and did not respond to her surroundings. The physician was called into the room. The pt was advised to leave the scs system off and to keep a diary of the episodes. The pt stated she usually has the stimulation on rather then off. The physician referred the pt to neurologist. Additional info was received which indicated the pt had decided to have the scs system removed; the neurosurgeon was to explant the system.